Event description:
Additional info received from reporter 06/24/2015: since having the essure device implanted I've had constant abdominal pain that drastically worsens during ovulation. The pain is to the point of blacking out and vomiting. I have 4 children and three were born without the assistance of any pain medication. My pain tolerance is much higher than that of the average person. When I tell you this pain is debilitating, I mean it. This pain has caused me to lose jobs. Being in (B)(6) an employer can fire for any reason or no reason at all. They do not care if it's a medical problem causing the problem. I was fired from a state job with the (B)(6) for disorderly conduct, because I was doubled over in pain for two weeks straight and visited the emergency room three times in that time frame. The emergency room staff at both hospitals I went to for help had never heard of essure and had no idea what to do for me. I had CT scan and transvaginal ultrasound. A cyst was found on my right ovary and my uterus was very inflamed. They prescribed me pain medication and told me to see an obgyn asap. Seeing as I do not have medical insurance, I cannot get a doctor to see me. My only recourse is to go to the ER any time the pain becomes more than I can bear. This has caused me to have a ton of medical dept I wil never be able to pay off, seeing as it is nearly impossible to hold down a job when once a month I am in pain so terrible I can't function.

Event description:
Sharp lower abdominal pain, hair loss, nausea and brain fog. I have sharp pains that come and go in my lower abdomen. They started about a month and a half after implantation. I went to the ER and was told my cervix was bruised and uterus seemed inflamed. I was given lortab for the pain and told to follow up with my ob. The inflammation went away, before I was able to get in to see my ob (a month) and the bruising was gone. The pains are still happening from time to time. Not as frequent, but they certainly haven't stopped. My hair was so thick and pretty, now it is thin and dull. My hair has always had a shiny reddish/auburn tint to it and it is now just a bland flat brown. The shine is totally gone. It's been falling out in hand fulls. It was mid back and I cut it to chin length, because the hair all over the house was clogging up my vacuum cleaner and shower drain. Plus, that is just disgusting. I always have a slightly nauseated feeling. It never goes away completely, but it much worse sometimes. It is very much like morning sickness while pregnant. I have never had this problem, outside of pregnancy, until after the essure was placed. I have the hardest time concentrating and remembering what I'm trying to do. This is also something I have never had trouble with until after essure. I have always been a very "together" person; well organized, good memory(short term and long term). Now I am constantly forgetting why I walked into a room, lose my car keys, phone, etc. On a daily basis. It is unexplainable how difficult these problems have made my life. To go from a well organized and easy going person, to a disorganized, stressed out and frazzled person has made me really lose a lot of my feeling of self worth and dignity. I honestly don't feel like I'm me anymore. I've been much shorter with everyone in my life. My fuse is almost nothing, because I am constantly on edge, due to feeling terrible and my brain not working how it should. It has been terrible and from what I've read, I have it better than a lot do. (B)(4).